Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a lost sensor alarm. The patient's blood glucose at the time of incident is unknown. During troubleshooting he removed his sensor and found that the sensor was a fraction of the size it should be. The sensor cannula was bunched into the sensor housing. The sensor was returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications also, found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.